Manufacturer narrative:
The urea/bun reagent lot number and expiration date were requested, but not provided. Sample quality issues were noted at the site. A general inspection of the instrument did not reveal anything of great concern. A small amount of gel was found on the probe tip and it was cleaned. Precision studies were then performed and passed. A buildup of leaking detergent was detected under a probe wash area. Cracked tubing was found. The issue was resolved by the field service engineer. The issue returned and the engineer found gel on the sample probe and evidence of dripping on the sample dispense splash guard. The probe was replaced. Performance testing was run. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient pre-analytic sample handling in combination with analyzer adjustment issues and cracked tubing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with urea/bun on a cobas c 503 analytical unit. The sample initially resulted in a urea value of 3.17 mmol/l and it repeated as 9.05 mmol/l.